Event description:
A consumer reported having essure inserted two months postpartum. She reported that she swelled up, developed inflamed tubes and uterus and rashes (rash from head to toe), swelling in her uterus that was, according to her doctors, the size of a (B)(6). She also experienced headaches, pain (twinges) on both sides where essure was in her tubes, heavy menstrual bleeding with clots, water retention that caused her to lose 27 pounds after essure was removed. These events were treated with prednisone for a time. The consumer had her tubes removed and a partial hysterectomy with the removal of essure on (B)(6) 2013.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs